Event description:
It was reported that the the doctor noticed that the lens was scratched after inserting the lens into the patient''s eye. The doctor removed the lens during the same surgery without any complications and inserted another lens successfully. Follow-up with the physician indicated that an incision was enlarged to 3.5 mm after the lens was bisected in the eye. Each half was removed through the enlarged incision. It was indicated that problem was not related to use error. No vitrectomy was performed. No patient injury was reported.

Manufacturer narrative:
Usage of device: initial (the initial box was not checked when the initial medical device report was submitted.) All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age or date of birth: unknown; the information was requested; however, the information was not provided.gender: unknown; the information was requested; however, the information was not provided.enlarged incision.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review results show that the lens met cosmetic inspection criteria. There were no associated nonconformity material reports with respect to the production order number. There were no nonconformances with respect to the sterilization process. There were no process and / or material changes within the production order number. Based on the manufacturing record review and historical review the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was received damaged whereby it was cut in two pieces most probably to make the explant possible. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens was contaminated whereby dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens condition is consistent with a lens that has been explanted from the patient¿s eye. Some scratches were seen near the location where the lens was cut in pieces. It was reported that the scratches were seen after inserting the lens into the eye. It is unknown when or how the scratches occurred. All information available to abbott medical optics at the time of this report has been submitted.